Event description:
Boston scientific crm received information that the patient implanted with this device developed a recurrent ventricular tachycardia / ventricular fibrillation rhythm. The device appropriately detected and delivered therapy; however, the device eventually exhausted therapy and external rescue was required. The patient was hospitalized and the device's sensitivity and lower rate limit were reprogrammed. While hospitalized the patient again required external rescue. There was an allegation that the device undersensed the patient's rhythm. A technical review of the rhythm strips identified functional undersensing. The device was reprogrammed which resolved the issue.

Manufacturer narrative:
As of today, the device remains implanted.